Manufacturer narrative:
H3: product analysis as found condition: the phenom 27 catheter was returned for analysis within a shipping box; and within an opened phenom 27 inner pouch. Damage location details: no flash or voids molded were observed in the hub. No bent or kink was found with catheter body. No damages were found with the phenom-27 catheter distal marker/tip. No other anomalies were observed. Testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the phenom 27 catheter could not be confirmed to have resistance as no defect was found with returned phenom 27 catheter. No resistance was observed during testing. The pipeline vantage shield and pipeline flex embolization device were not returned for analysis. Therefore, any contributing factors could not be assessed. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a ruptured, saccular aneurysm in the left anterior choroidal of the internal carotid artery, the pipeline vantage 4/30 device was not at an adequate distal position and could not be resheathed despite multiple attempts and half deployed device was stuck in the microcatheter. Subsequently, the physician removed the device and attempted to deploy a pipeline flex 4.5/35, which also failed to open at the distal end after several attempts. The physician then successfully completed the procedure using a pipeline vantage 4.5/30. The post-procedure angiographic results were good, with proper blood flow maintained in all vessels. Vessel tortuosity was minimal. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury. The patient presented with dropping of left eye lid. Additional information received reported the first device was not at adequate distal landing zone. After opening less than 50% of the device physician was unable to re sheath the device so he had to take the device out . The 2nd device did not open distally even after multiple attempts. Resistance occured in the middle shaft. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). No damage to the pipeline pushwire or catheter was observed. There was no issue with the second phenom catheter. The pipeline was in a straight segment when it failed to open. There were no additional steps taken to open the pipeline.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the phenom 27 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the phenom 27 catheter tip and marker were examined, and no damages were noted. The catheter body was found to be accordioned at 3.0cm to 5.0cm from the distal tip. No voids or flashes were noted on the catheter hub, and no other anomalies were noted. Testing/analysis: the phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested using an in-house 0.026-inch mandrel through the hub without issues, while resistance was observed along the damaged location. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint was confirmed, as the returned phenom 27 catheter was damaged (accordioned). The damage noted on the catheter (accordioning) indicates a high force was used. The damage may have occurred when the customer attempted to advance or retrieve the pipeline flex shield device through the phenom 27 catheter against resistance. However, the root cause of the resistance could not be determined. Possible causes include vessel tortuosity, low flush rate, incompatible/damaged devices, or a lack of continuous flush with heparinized saline during the procedure. In this event, the customer stated that the vessel tortuosity was minimal, and the pipeline flex shield device was compatible with the phenom 27 catheter, ruling out vessel tortuosity and incompatible devices as potential causes. The customer also reported that continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during the procedure as a potential cause. Thus, low flush rate, damaged devices, or a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.